Event description:
It was reported that the patient presented remotely via remote transmission. Upon review, it was found that patient's lead exhibited noise oversensing. Pacing inhibition was also noted. No intervention was done. There were no patient consequences.